Event description:
Consultant reports surgeon was completing a t10 - s1 fusion with matrix unassembled screws with final tightening. Surgeon noticed that the right s1 screw was possibly not fully capturing the rod. Surgeon planned to loosen the locking caps and move the rod in the screws caudally about 2 mm. The locking cap at s1 was successfully loosened, but l5 and l4 both seemed to be stuck when surgeon attempted to loosen with the final tightener. Final tightener screw driver was then switched to a ratcheting t handle driver and another attempt was made to loosen l5 and l4 with the counter-torque device in place. The attempt at l5 was not successful. Attempt at l4 resulted in a broken driver. Driver and broken tip were both retrieved. Surgeon was then informed of other cap removal options, but the option of applying compression between l5-s1 segment was used to push rod through screw about 2 mm, and s1 screw was final tightened. Procedure was completed with no further problem. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A review of device history records for manufacturing revealed no complaint related issues. Product development evaluation noted that the driver was received as with the broken tip. The large broken component was received with the driver, however there appears to be a small fragment that is missing. The surgeon did use the final tightener to attempt to remove the locking cap at l5 and l4 according to complaint description. Assuming this was the torque-limiting handle, it is not clear if the next step that was taken involved the technique described in the matrix technique guide for loosening the locked locking caps. The ratcheting handle was used at the point of breakage and there is no evidence of how much torque may have been applied at this point. As the breakage occurred when the driver was switched from the torque-limiting to the ratcheting handle, it is not clear how much was applied at the time of the breakage. Therefore this complaint is deemed invalid.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Back and leg pain and scoliosis.